Event description:
It was reported that a malfunction code, malf 12, was displayed. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was informed that they could continue using the pump and to call back if the malfunction code reappeared.